Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule fell off before it attached. There was no harm to the patient and the user. No intervention was required, and a repeat procedure was performed by the use of another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule, and scope was used to check the placement of the capsule. The delivery system and capsule will be returned for investigation.